Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 127mg/dl. It was stated that the customer had given himself twenty eight units of insulin before going to the hospital. It was stated that the customer's glucose level was 500mg/dl for several days, and he finally agreed to go the hospital. It was stated that the customer changed the infusion set to resolve the problem. Troubleshooting was performed. The basals and boluses did not match to the daily totals. Advised the customer to discontinue use of the device until he receives a replacement of the insulin pump. No further info was provided.